Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the falling out protection wire was missing and the triggers were jammed. Therefore, the reported condition was confirmed. The assignable root cause determined to be improper handling of the device and normal wear from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the pre-testing process, it was observed that the battery handpiece device was not holding the battery device. During in-house engineering evaluation, it was observed that the fall out protection wire was missing on the device and the triggers were jammed. It was reported that there were no delays in the reported event. An identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.